Event description:
Received information that the patient was removed from the 840 ventilator due to unit alarm. There was no patient harm or injury as a result of the event. Covidien inspected the device and replaced the breath delivery piezo alarm, alarm cable and the analog interface pcb. The ventilator passed all testing.